Event description:
Pt undergoing a 2-3 hour MRI (lumbar spine) under general anesthesia. Prior to scan, skin was cleaned with alcohol and dried, and electrodes placed for ECG monitoring. The clips of the leads were secured about the buttons of the electrodes. Two washcloths and one small sponge were placed on the pt's chest below the lead lines that extend from the clips to avoid line contact wtih skin. The ECG cable line was extended down the pt's leg and secured. No slack in cable lines was apparent and there was no contact between the cable and the bore. Scan began at approximately 8:40am. During teh first hour, pt was pulled out of the MRI and all leads and electrodes checked. 15min before exam completed, signal was problematic and pt pulled and checked. A black burn was evident on top of the electrode, lateral to the button. Three burns were evident beneath each electrod. As it was critical the scan be continued, new leads and electrodes were employed with frequent checking of the leads/electrodes for warmth and integrity. With the last scan, which was for 10 minutes and 34 seconds, three additional nickel-sized burns were evident after approximately 11 minutes. With initial burns, three clips were inspected and showed signs of melting.